Manufacturer narrative:
Concomitant medical products: product ID: 383069,serial#: (B)(4), implanted: (B)(6) 2018. Product ID: w1dr01, serial#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of a new system on a chest x-ray there was an incidental finding of a "very small left apical pneumothorax with no effusion." A follow-up x-ray was taken the next morning and showed resolution of the pneumothorax. The implantable pulse generator (ipg), right atrial (ra) lead, and his bundle lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.